Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue, since it was discovered that there was no issue with the unit but instead the issue was with the patient side monitor. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an ECG and pressure signal that was not showing on the screen after being connected to the monitor. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during a routine check, it was observed that the cs100 intra-aortic balloon pump (iabp) had an ECG and pressure signal that was not showing on the screen after being connected to the monitor. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h10, h11.corrected fields: d5.

Event description:
N/a.